Event description:
It was reported that the customer's pump completely stopped working. Customer stated that she has had high blood glucose levels all day. The pump has not been working properly since noon or so. Customer stated that the screen is completely frozen and will not advance time. Also, none of the buttons will respond. Customer's blood glucose level was 500 mg/dl. Customer has not treated yet, but will with a back-up soon. Customer stated that she does not have a remote to test pump response. Customer could not complete troubleshooting because the pump was not with her currently. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to light moisture damage to keypad traces. Insulin pump had a cracked case on display window corners, battery tube threads and minor scratches on lcd window. Insulin pump powered up properly after battery installation. Insulin pump with operating currents within specifications. No frozen screen or time anomaly noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.